Event description:
It was reported, the reservoir leaked past both o rings. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.